Event description:
The user facility reported a patient post cardiothoracic surgery in a critically ill state was implanted with an impella rp device for bipella mechanical circulatory support and experienced access site bleeding. During sheath exchange oozing/bleeding was observed at the impella rp access site. Two mattress sutures and a 15-minute manual pressure were applied to resolution. It was noted there was no hematoma; however, the patient required two units of packed red blood cells (prbcs) post impella rp placement based on hemoglobin less than 6 lab result. The patient had returned back to the unit in the critically ill state with a grim prognosis. In the unit, groin access site was checked with no oozing or hematoma noted. The outcome noted the patient subsequently expired after 14 hours of support after the decision was made to withdraw care. Medical safety review outcome noted there is not enough information to associate use of the device with the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related since the issue was resolved by applying mattress suture x 2 placed and 15 min manual pressure. D4-updated model number.